Manufacturer narrative:
(B)(4).the customer reported that an intravia empty container ripped at the base when an unknown set was removed and baxter was able to confirm the report. However, a root cause was not determined. A labeling review was performed and the instructions printed on each individual packaging are available to the user and are accurate and sufficient. This issue is being investigated through CAPA. A batch review was performed on the reported lot with no deviations found.

Event description:
Customer notified baxter corporate product surveillance of one intravia empty container, which ripped at the base when an unknown set was removed. Fentanyl and bupivacaine were being used at the time. There was no patient injury or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.